Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology broke off in the patient's arm. Medical intervention was required to recover the catheter. The following information was provided by the initial reporter: "plastic part of catheter broke off in patient, will have to go back and make small incision in patient arm to remove."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology broke off in the patient's arm. Medical intervention was required to recover the catheter. The following information was provided by the initial reporter: "plastic part of catheter broke off in patient, will have to go back and make small incision in patient arm to remove."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted needle assembly, one catheter adapter assembly, and the opened package. Upon inspection of the received unit, it was identified that the catheter tubing is shorter than normal, and the end appears damaged confirming your reported issue. The damage to the catheter tubing is approximately halfway between the catheter tip and the adapter nose. A microscopic inspection was performed where the catheter tubing was observed to be damaged at an angle and has striations on one side with strands of catheter tubing stretching out on the other. The striations indicate that the catheter tubing was likely damaged by a sharp instrument. During manufacturing, damage to the tubing may occur during the cut to length, wedging, and or mating with a needle (set together) step. A spear through during the set together step is the only damage that may occur in the middle of the catheter. Cut to length and wedging would result in damage to the tip and base of the catheter respectively. Damage caused by a spear commonly results in a v-shaped cut to the catheter tubing and the needle visibly piercing through the catheter wall upon opening of the device making a venipuncture attempt highly unlikely. Therefore, based on the location of the tubing damage and its shape manufacturing origin of the defect is unlikely. During application damage to the catheter tubing may occur during insertion into the vein by improper angle of insertion or by withdrawing the needle partially and reinserting it. Damage may also be caused by scissors and other sharp objects around or near the insertion site, as stated in IFU (instructions for use). Based on what was stated in the report, venipuncture did occur, and no leak was mentioned. This, combined with the shape of the cut, indicates that the most likely root cause of the defect is application. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology broke off in the patient's arm. Medical intervention was required to recover the catheter. The following information was provided by the initial reporter: "plastic part of catheter broke off in patient, will have to go back and make small incision in patient arm to remove."